Manufacturer narrative:
A review of the device history record was performed no issues or discrepancies were found. A similar complaint review was performed and no lot specific issues were found. According to the event description, the device was not used inside a patient and the tip break occurred during r&d (research and development) testing for unrelated factor. The device labeling and directions for use (dfu) revealed the risk of tip detachment is contained within the labeling of the product. The catheter was received in three pieces the distal tip end was 2.5 cm long, the broken distal tip middle section is 1.2 cm long and the remaining piece was 162.4 cm long. During visual analysis, fluid was not observed inside the telescope and distal tip assembly. No fluid was found inside the hub. No kink was observed in the sheath assembly. During image characterization testing, no image appeared in the system due to electrical open at distal, which is not related to the tip detachment. A sample of the returned device was sent to an outside vendor for oxidation analysis. Based on the information gathered, high levels of oxidation at the surface and throughout the tested sample were noted. The cause of the fragile tip detachment failure has been determined to be oxidation of the catheter which causes embrittlement and increases the likelihood of tip detachments of this nature. A root cause of design has been assigned . Customer notification has been distributed to (B)(6) customers and sent to the pmda. FDA report of correction and removal was filed (B)(4) 2001 ((B)(4)).

Event description:
An intravascular ultrasound (ivus) catheter was being used in the r&d (research and development) lab for testing per a design of experiment for unrelated factor. The ivus was being operated in a tortuous bench top model, designed to simulate tortuous anatomy, when the catheter tip detached (3.5 cm) from the distal end of the catheter during the seventh pullback. This device was still within its shelf life. It should be noted that the device was subjected to additional transportation from oversees distribution center and storage within the manufacturer facilities. No patient was involved.

Event description:
An intravascular ultrasound (ivus) catheter was being used in the r&d (research and development) lab for testing per a design of experiment for unrelated factor. The ivus was being operated in a tortuous bench top model, designed to simulate tortuous anatomy, when the catheter tip detached (3.5 cm) from the distal end of the catheter during the seventh pullback. This device was still within its shelf life. It should be noted that the device was subjected to additional transportation from oversees distribution center and storage within the manufacturer facilities. No patient was involved.